Event description:
As reported by the (B)(4) registry during retrieval of the angioguard embolic protection device into the capture sheath, the sheath did not engage filter. The device was removed and there was no adverse event reported. Cas was performed on a 90% occluded lesion in the proximal right internal carotid artery of 10mm in length in a 6.0mm vessel diameter. The arch was iii. A 5mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilatation was performed with an unspecified balloon. There was no documented dissection after pre-dilatation. Then a 7x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. There was no documented presence of air bubbles during the procedure. The patient was neurologically intact upon leaving the angio suite. The patient was discharged two days later without any major adverse events.

Manufacturer narrative:
Concomitant medical products: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.